Manufacturer narrative:
The needle was returned for investigation. It was identified that the returned needle lot number is lot a2002, and not lot a1947 as reported in the complaint. Both lot manufacturing records were reviewed and no related deviation or concerns were found. The needle's electrical properties were tested and found within specification. The needle was tested using the vi system and was properly recognized as an icerod while in operation mode. The complaint was not confirmed as no failure was found.

Event description:
This is a follow up #1 to report investigation findings of the returned needle. As reported in the initial: it was reported that a cryoablation needle was packaged and manufactured as an icerod (part # fprpr3533 on the packaging and icerod listed on the needle handle), but was recognized by the visual-ice system as an iceseed needle. The device was not used and the procedure was postponed. The patient was under anesthesia.

Event description:
It was reported that a cryoablation needle was packaged and manufactured as an icerod (part # fprpr3533 on the packaging and icerod listed on the needle handle), but was recognized by the visual-ice system as an iceseed needle. The device was not used and the procedure was postponed. The patient was under anesthesia.